Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his battery but his display remained blank. The call dropped while the customer was being transferred to the 24-hour helpline. The customer was called back but he did not answer; the medtronic representative left a voicemail for the customer to call back in order to troubleshoot for the blank display. The medtronic representative was unable to verify the pump serial number, the customer's blood glucose, or if the customer had suffered a serious injury or hospitalization. No products were shipped or returned.